Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed low disk space after 6 cases. Review of the log file confirmed the issue with the image store. The fse observed that the disk space was unusually low and there was only room for about 3000 images. The fse suspected the part of the database allocated for image storage to be corrupted. The fse cleared the image disk and recreated the image storage database to resolve the issue. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device had a low disk space error, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.